Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced with a leadless system. The patient was stable throughout the procedure.